Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left main (lm) coronary artery. During use of the indeflator it was noted to have air getting in from the rubber seal (bubbles observed) as negative pressure was being applied. It was checked for any loose connection and y connector and valve were tightened firmly. Another indeflator completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.